Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asavs0038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that infusion was performed through the powerport implantable port on (B)(6) 2019. The tube was sealed routinely after the infusion ended. In the morning on (B)(6) fluid leakage was found from the line near the patient body. Upon examination, crack traces were found with the plastic connection of the distal end of the introducer needle. Removed the introducer needle, and connected and pre-flushed for re-confirming cause for fluid leakage, the crack traces increased with local rupture. No other information was provided.